Event description:
It was reported that during a da vinci-assisted procedure, a silicon ring fell out from the seal of the entry guide kit (egk). The ring fell out due to mishandling. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred during the procedure. The ring fell inside the patient, and it was retrieved during the same procedure. The customer stated that there was no patient injury. The procedure was completed robotically with the same da vinci system. The silicon ring and egk were discarded and would not be returned for analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis as of the date of this report.